Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. There were no adverse events and the patient will continue to be monitored.